Event description:
Surgeons reported to the sales rep, that "when using the devices, they cannot perform a correct targeting (not centered into the nail)."

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the target devices to be the primary products. No deviations were found during review of the inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 6 years (lot code kp276468) and approx. 3 years (lot code 250572) we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported issue was confirmed; both target devices show deviations during targeting, therefore both devices are no longer usable. The root cause for the targeting deviations could not be exactly determined; most likely the hitting marks and high sterilization cycles did contribute to the issue significantly. Both target devices failed the pre-operational check which is required prior every surgery. Thus the targeting issues would have been always noticeable prior surgery at user site. No discrepancies were detected during risk analysis review.

Event description:
Surgeons reported to the sales rep, that "when using the devices, they cannot perform a correct targetting (not centered into the nail)."

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the target devices to be the primary products. No deviations were found during review of the inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The reported issue was confirmed; both target devices show deviations during targeting, therefore both devices are no longer usable. The root cause for the targeting deviations could not be exactly determined; most likely the hitting marks and high sterilization cycles did contribute to the issue significantly.